Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: a picture was received for evaluation, and it was observed in an apparently sealed box of product code 1961, lot qdc2787 with an expiry date on 2023-04-30. Only one label with barcodes could be observed. The lot number was entered in system and no results were obtained from the sites responsible to produce this product; the lot number was not recognized by database of ethicon.

Event description:
The complaint handling unit received an internal inquiry about suspected product in (B)(4). Internal records were checked for product traceability information, but no records were found. The suspected products were found on the (B)(6) website and (B)(6) with a very low price.